Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: on examination, the battery compartment and battery cap were intact and without damage; the cap was able to secure to the pump properly. There was no evidence of moisture inside the battery compartment. On investigation, the pump powered on with functioning auditory tone and vibration; however, the display screen remained blank. Investigation did not duplicate the alleged ¿no power¿; the pump had power as evidenced by the functioning audio tone and vibration features. The pump was opened for further investigation and revealed moisture damage inside the pump affecting the printed circuit board. A blank display screen can give the appearance of no power to the pump; however, in the instance of functioning audio tone and vibration, power to the pump is confirmed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a no power issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.